Manufacturer narrative:
Internal report reference number: (B)(4) . Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: customer contacted manufacturer contacted customer in a follow-up call on (B)(6) 2024 - customer stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer also stated that the results from (B)(6) 2023 to (B)(6) 2024 are missing from the meter memory. The customer is concerned with test results from results obtained of 184, 190, 145, 159 and 177 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 03/26/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 184 mg/dl, date: on (B)(6) 2024, time: 12:14pm fasting am. Result 2: 190 mg/dl , date: on (B)(6)2204, time: 12:09pm fasting am. Result 3: 145 mg/dl , date: on (B)(6) 2024 , time: 8:55pm fasting am. Result 4: 159 mg/dl , date: on (B)(6)20 24 , time: 2:42 fasting am . Result 5: 177 mg/dl , date: on (B)(6) 2023 , time: 11:54am fasting am.